Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 8 at random three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the meter remote has been returned and evaluated by product analysis on 05/20/2015 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 8. The meter remote could not be paired with a test pump, and the error indicated software data corruption.